Event description:
Plaintiff claimed to have suffered an anaphylactic reaction when exposed to a foley latex urinary catheter while hospitalized for birth of child. Info was submitted via an amendment to a latex litigation case. Plaintiff's atty initially named a competitor as the supplier of the catheter. The event reportedly occurred in 1996. A review of the complaint history showed no reports previously submitted to the co concerning this event.